Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, transducer lens damage was identified. Functional inspection revealed the device failed first call element testing, was identified to have significant delamination in first call element testing, did not meet specification for fractional bandwidth, did not meet specification for pulse width and had weak elements. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is element failure as a result of mishandling subsequent to distribution from stryker. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. For proper care and handling of the ultrasound catheter, always hold the ultrasound catheter by the handle and support the catheter shaft. Avoid touching the ultrasound catheter interconnect tab. Lift the lever on the connector, slipping it onto the catheter interconnect tab until fully mated with the steering handle. Push the lever down, locking into place. Ultrasound catheters are connected to standard ultrasound equipment using appropriate connectors. Storage and handling: store reprocessed ultrasound catheters in a cool, dry place. Relative humidity: up to 90% non-condensing. Temperature: maximum 50°c (122°f), minimum -10°c (14°f) the reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ultrasound image from the diagnostic ultrasound catheter had an artifact and was very grainy. The image was too bright and there were gray streaks. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.